Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment three hours and thirty minutes after the initiation of a patient's hd treatment resulting in blood loss. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to finish treatment on another machine. The machine was returned to service after the blood pump rotor was replaced. The complaint sample is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment three hours and thirty minutes after the initiation of a patient's hd treatment resulting in blood loss. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to finish treatment on another machine. The machine was returned to service after the blood pump rotor was replaced. The complaint sample is not available to be returned to the manufacturer for evaluation.